Event description:
It was reported that during a procedure, the lasso catheter was connected to 20pole a on carto via connector and inserted into patient. The signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. The case was completed by changing the catheter without any patient consequence.

Manufacturer narrative:
(B)(4).